Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted that the stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The distal shaft was smashed 18 cm distal to the guide wire exit notch for a length of 2 mm. There was a bend in the hypotube at the distal end of the strain relief tubing. Since this damage was not reported in the incident information, the bend and smashed shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent outer diameters were measured and met manufacturing criteria. Analysis noted the soft tip was separated at the distal edge of the distal seal. The fracture face had stretched and jagged edges, which suggests that the separation may be related to tensile overload (material stress/fatigue). The separated portion of the tip was bunched 1 mm distal to the separation. The distal end of the soft tip was folded over itself. The inner diameter of the tip proximal to the separation was measured and met manufacturing criteria. Follow up information confirmed that the tip separation did not occur during the procedure, but rather likely occurred as the stent delivery system (sds) was being removed from the guide wire post procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for tip detachments for this lot. There is no lot specific product quality deficiency. In this case, the reported failure to advance and tip detachment appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Event description:
It was reported that the 2.5 x 28 mm and 2.5 x 18 mm xience v stents were unable to cross the highly calcified lesion. The patient was treated satisfactorily with a smaller 2.5 x 12 mm xience v stent. There was no reported clinically significant delay in the procedure and no adverse patient effect. During return device analysis, a tip separation was observed on the 2.5 x 28 mm xience v. Follow-up information from the site confirmed that the tip did not separate during the procedure. It separated when he was pulling it off the non-abbott guide wire outside the patient after use. No additional information was provided.